Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have done more damage to their teeth, they had their teeth cleaned, one pulled, one that is loose, 2 have hairline cracks and one is chipped. They have seen an orthodontist and was informed that they need braces and their jaw wired. The aligners will not straighten their teeth. They have been wearing the byte aligners for years and this is what happens. This is a contraindicated patient for veneer.